Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was contaminated, the battery drawer and battery latches were contaminated, the side bail covers and side bails were missing, the ring cover was broken, the ring bail was bent, and the display was missing segments. (B)(4).

Event description:
It was reported the biomed found the device and it has broken cases. The device is being returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.